Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A (B)(4) distributor contacted zoll to report that a patient developed a skin irritation with red itching pimples under the front therapy electrode. There was no alleged device malfunction contributing to the irritation. Patient reported that a pharmacist advised to apply a sorion salve. Follow up indicated that the salve is helping with the skin irritation.